Event description:
During a lap bullae of lung resection procedure, the device fired malformed staples. Another cartridge was opened and the same problem happened. Used hand sewing to complete the procedure. No patient consequence.